Event description:
Customer reported a loud popping noise from instrument and then smelled something burning. The customer unplugged the unit. There was no report of injury for this event.

Manufacturer narrative:
Customer was provided with new unit and power cord. The cause of the event is unk.